Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged due to the patient exhibiting twiddler's syndrome. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.